Event description:
Female who underwent a microvasive pelvilace bladder sling who was readmitted with groin and leg pain. Evaluation showed an extensive infection and abscess tracking all the way down from the groin to the knee, in her right leg. A major debridement and opening of her right leg and thigh was performed as well as part of the sling being removed. The final cultures grew out streptococcus. Pt was hospitalized for two weeks and required 6 more weeks of visiting nurses to change her dressings. She subsequently required another procedure to cure her incontinence.